Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The reported event is covered in the device directions for use (dfu). The risk of the reported event has been addressed in the risk documentation and there are current controls in place to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the coil prematurely detached and stretched from the aneurysm all the way to puncture point in femoral artery. There were no consequences reported to the patient due to the event.

Event description:
It was reported that the coil prematurely detached and stretched from the aneurysm all the way to puncture point in femoral artery. There were no consequences reported to the patient due to the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found that delivery wire was kinked and the main coil was broken. Functional testing could not be performed due to the damage noted to the device. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore a cause of procedural factors will be assigned to investigation.

Manufacturer narrative:
Subject device not available.

Event description:
It was reported that the coil prematurely detached and stretched from the aneurysm all the way to puncture point in femoral artery. There were no consequences reported to the patient due to the event.